Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed the issue of collimator error. The collimator was cleaned, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error during initialization. There was no patient present when this issue was identified. No additional information was provided.